Event description:
The customer reported obtaining troponin I results of 0.028 and 0.020 on a proficiency sample that 3 days previously had results of 1.06, 1.06 and 0.755, 0.816. False negative troponin I results could lead to inappropriate physician action. There was no report of pt harm as a results of this event.